Event description:
The customer reported to baxter (B)(4) of a clearlink extension set with two y-sites in which the operator observed no flow of an unknown medication from the IV bag to the IV tubing. The reported condition occurred before patient use. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: two used units were received in a series connection with each other. The samples arrived assembled and spiked into a full 500ml (B)(4) 0.9% sodium chloride solution bag. Visual inspection showed that, the drip chamber had been primed. The set up was hung from a hanger pole with all clamps in the open position except for the slide clamp on the (B)(4) set. It was noted that the tubing did not prime when the slide clamp was released. The solution bag was then hand squeezed per the (B)(4) directional insert, the tubing immediately primed. Because the tubing primed and no other obvious visual defects were found the complaints will not be confirmed. No other testing was performed. The assignable root cause of the reported condition is unknown. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. This is a product not distributed in the us and does not have a 510k number. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. If the sample is received or additional information becomes available, a follow-up report will be submitted.